Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016, to report a broken sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available.